Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on gastric transection, there was poor staple formation and the cartridge side of the stapler stuck to the tissue after firing. There was oozing and bleeding not more than 500cc along the entire staple line. They had to over sew the entire staple line to complete the case. There was no patient injury.